Event description:
Patient was in pacu and three small pieces of metal were found in her mouth, between the gum and bottom lip. It was determined the pieces of metal were from a laryngoscope that was used during her case in the or.